Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored inappropriate atrial tachycardia response (atr) episodes due to farfield oversensing of r-waves. This caused unnecessary brady mode switches for the patient. An email was sent to the clinic recommending further review of the atrial settings. No adverse patient effects were reported. The device remains implanted and in service.